Manufacturer narrative:
Final analysis found that the insulation was abraded at 42.0 to 43.0 cm from the connector pin, due to friction with another device. The proximal coil was exposed in the same area.

Event description:
It was reported that the right atrial lead exhibited impedance greater than 2000 ohms. Upon extraction of the lead, an insulation breach and a possible fracture was noted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.